Event description:
It was reported that the device was removed due to infection. No other information was provided at the time of this report. Several attempts to follow-up with the hcp for additional information were made without success.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.